Manufacturer narrative:
Elevated complaint investigation will be initiated.

Event description:
The customer reported receiving error code 9193: "negative control is reactive" for sars-cov-2 on the alinity m resp-4-plex assay on 2/17/2022 on 2 sample runs. The customer also reported about 50% positivity for sars-cov-2 target on 2 alinity m instruments (B)(4). The customer had not performed any environmental checks and continued processing until morning of (B)(6) 2022. Patient results were released to physicians via lis, and some physicians did question the results. The customer stated that all positive patient samples from (B)(6) were retested on panther for sars-cov-2. The customer stated that out of 135 patient samples, only 32 retested positive on panther, which is about 24% positivity rate and what the customer was expecting. Therefore, there was a total of 103 discrepant results over 2 alinity m instruments. There was no report of impact to patient management due to this observation. Additional alinity m instrument will be reported in MDR 3005248192-2022-00315.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review. The review of the customer data demonstrated that the assay software and the alinity m resp-4-plex amp kit (list 09n79-096) lot 523152 was performing as expected. Environmental swap testing identified multiple positive results during 02/19/2022 through 02/24/2022 and 03/02/2022 in instruments serial number (sn) (B)(6), sn (B)(6), and their environment. Molecular application specialist (mas) identified contamination on both alinity m instruments. There is no indication that the alinity m resp-4-plex assay is not meeting clinical specificity / clinical sensitivity. Different platforms may have different sensitivity; therefore, the results may not be reproducible. The assay reagents performed as expected and met the assay specification requirements for the controls. Contamination is likely the cause for this reported event. A product deficiency was not identified by this evaluation. Quality data review. Device history record / batch record review: the device history records (DHR) review for alinity m resp-4-plex amp kit (list 09n79-096) lot 523152 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review foralinity m resp-4-plex amp kit (list 09n79-096) lot 523152 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review. A lot specific complaint history review was performed to identify any similar complaints to the tickets being investigated, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-096) lot 523152. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit (list 09n79-096) lot 523152 was not identified.